Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the transmission revealed intermittent loss of capture. Patient presented to the hospital for lead revision, and prior to the procedure, testing showed capture outputs were normal and stable. Revision was not performed; the lead remains implanted. Patient was fine.